Event description:
It was reported that when using the bd pyxis¿ es server, the patient status was incorrect. The customer reported that over the past two weeks there were multiple instances of patients remaining in a pre admit status on the pyxis server despite being admitted in the ehr. This prevented nursing staff from viewing patients and associated orders. The customer also experienced an instance where a patient was not discharged from the server and continued to occupy a bed that was assigned to a newly admitted patient. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server, checked the patient details and status, tried to reconfirm again with the customer and the customer did not provide any response. No additional information was available.